Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 failed to open and it was unable to recover. The field service engineer (fse) had conducted diagnostics and attempted operation, but no sound had been heard. The fse had powered off the station, opened the back panel, and found that the solenoid wiring had been damaged and then resolved the issue by replacing the solenoid and successfully restoring functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to recover drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.